Manufacturer narrative:
Additionally, device history record and sterilization record were reviewed. All records were reviewed and were found to meet specs. Ans inc has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans inc defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an eon ipg and leads for scs in 2008. It was reported that during implantation one of the leads was inadvertently damaged. Prior to revising this lead eight days later, the surgeon noticed that the pt's ipg pocket was oozing. The surgeon thought the ipg pocket was infected and explanted the ipg. F/u on the pt found that she has recovered from the infection.